Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the pin from the charger remained in the power module device. Therefore, the universal battery charger device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering represented in the initial report has been updated from ¿report 3 of 8 for the same event¿ to ¿report 3 of 9 for the same event¿. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty design and construction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the contact¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
Report 3 of 8 for the same event: it was reported from (b)(46 that during an unspecified surgical procedure, it was observed that the trauma and recon system (trs) were not functioning when used together. According to the reporter, the trauma and recon system (trs) was non-functional after sterilization and could not be used at the last surgery. The reporter indicated that both of the lids devices were difficult to attach to the handpiece devices and the saw device was difficult to switch to "saw" position. However, it was achievable by forcing. The reporter further reported that the handpiece device was unusable. When the hospital got to set up the lid device, it was impossible to go beyond the locked position. According to the reporter, the second trauma and recon system (trs) set was still usable but the medical staff encountered similar difficulties to the introduction of the covers and to the passage mode "drill / ream" or "saw." There was a ten minute delay to the surgical procedure to change the motor and another device. The reporter indicated that the patient was on anesthesia without incision. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.